Event description:
Health professional reported an explantation of the lap-band system due to alleged "slippage and hiatal hernia repair." Health professional declined to provide additional info.

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Band slippage and hernia are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Analysis noted that the port septum was gouged, and raised material and striations, described as "needle damage (gouged)." The access port had non-penetrating nicks with striations observed as surgical tool scratch like. The band tubing and buckle were broken with striations consistent with surgical end cuts to remove the device. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band reposition and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." Device labeling addresses the reported event of hernia as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: hernias, including hiatal hernias."